Event description:
It was reported in (B)(6) 2010 by the patient that the recharger was not charging. On (B)(6) 12, 2010, it was reported that she had stimulation in the wrong location and was not getting stimulation in her back. She was getting stimulation in her leg and now had pain in her neck which started about a month earlier. The patient said she was reprogrammed by the company representative. She had pain at the device site and the device was "stabbing out of my skin." There was no known accident or incident related to this complaint and the patient's status was unknown. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).